Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
A 5-pack hydrothermablator (hta) procedure set with tenaculum stabilizer was used during a therapeutic hydrothermal ablation (hta) procedure in early 2007. (Patient age is not known). According to the complainant, a vaginal burn occurred during the procedure due to loss of cervical seal. This was not caused by equipment failure, but by patient physiology. The patient had had both legs amputated above the knee. This meant that there was an issue in being able to get her into the right position, as she had no legs to put into stirrups. Secondly, as she was so large, she had rolls of fat and thick thighs, which made access and viewing the cervix more difficult. The pressure of the rolls of fat against the sheath may have dislodged it mid-procedure. There was a rapid loss of fluid which generated an alarm and about 10-15cc's of fluid was lost. The stabilizer was not used during the procedure owing to lack of space due to the patient's physiology. The patient was treated with cold water and cream was applied. The patient required no further intervention apart from the addition of burn procedures. The patient was ablated to the full 10 minutes, and so will not require re-ablation (no follow-up required). The patient's condition was reported as "ok".